Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer's blood glucose was 11.7 mmol/l at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
No motor movement alarm during the rewind test due to corroded motor home switch. Unable to verify drive count alarm due to no motor movement alarm during the rewind test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.